Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for multiple back operations. It was reported that the patient had a complication where the device was anchored. The battery was supposed to be implanted in the right, but was implanted on the left. There were no symptoms reported, but the patient stated that it caused more problems than it solved since it was implanted in 2009. As a result, they had their device explanted in 2012. Troubleshooting and diagnostics performed were not provided. Additional information has been requested regarding troubleshooting and diagnostics, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted and the event will be updated.